Event description:
It was reported that an asymptomatic patient presented with a loss of capture in the right atrial lead. The lead was capped and replaced. The patient was stable during and after procedure.

Manufacturer narrative:
A partial lead was returned in two pieces. An external insulation abrasion breaching the outer insulation was noted at 20.0 cm to 20.8 cm from the connector pin and 31.5 cm to 31.8 cm from the distal end consistent with friction to device can. The cause of the reported event was due to the exposure of the outer coil at the abrasion zones.